Event description:
It was reported to medtronic that the peritoneal catheter broke and the entire system was removed and replaced with a new strata system. It was also reported that the patient is in good condition.

Manufacturer narrative:
Twenty two and a half cm of the ventricular catheter was returned. The catheter was patent. It also met requirements for the leakage testing. A review of the manufacturing records was not possible as a lot number was not provided.